Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30 degree endoscope would not flip to 30 degrees down, the image was inverted but the endoscope did not. The endoscope would not function properly. The customer replaced the endoscope to resolve the issue. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-august-2022: the reported issue was resolved with a spare endoscope.

Manufacturer narrative:
Isi has received the 30 degree endoscope involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the endoscope log for the 30 degree endoscope (part number 470057-08/ lot number 10053016) associated with this event has been performed. Per logs, the endoscope was last used in a procedure on (B)(6) 2022 on system sk4189, the alleged endoscope had 1940 remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope exhibited an orientation issue and would not flip to 30 degrees down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation in formation can be found in the following fields: h6 and h10 . Intuitive surgical, inc. (Isi) received the endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was found to have adapter/attached endoscope adapter (aea) damaged/friction issues. The endoscope was also found to have bearing friction issues. The root cause of this reported problem is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.